Manufacturer narrative:
(B)(4). Device analysis: the analysis results found that the sr75 reload was received with no apparent damage. The reload had the swing tab in the locked position, and fully fired. No functional test was performed. The event described could not be confirmed as the reload was received fully fired. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4); unknown; captured as date of awareness. Batch # u5cg8w. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the staples at the inner staple line of the cartridge were unformed at the firing on the gastric body. The target tissue was not thick. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.